Event description:
This lead was explanted due to dislodgement and possible twiddlers syndrome. Fluoro showed the lead was coiled around under the device and the tip of the lead was in the right atrium. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed a stretched and bent fixation helix, which most likely resulted from mechanical stress. Further analysis of the lead did not show any deviations that might have led to the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.